Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but the device was unable to cross the lesion. It was also noticed that the shaft of the device was kinked. The synergy stent delivery system was removed from the patient. The physician then advanced a 10/2.50 flextome® cutting balloon® for dilation, pushing it hard to the lesion; however the device was unable to cross. The cutting balloon was then removed from the patient and when the device was out from the guide catheter, the physician broke the shaft of the cutting balloon into two. The physician did more ballooning with a different cutting balloon and was able to successfully implant a different stent. The procedure was completed. No patient complications were reported and the patient's status was fine.